Event description:
It was reported by the contact that the customer rec'd an altitude alarm during basal delivery. The customer's blood glucose level was 224 mg/dl. The customer installed a new cartridge. There was a temporary delay in resuming the alarm.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.